Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
Reference manufacturer report number: 3006705815-2019-03679. Reference manufacturer report number: 1627487-2019-10886. Reference manufacturer report number: 3006705815-2019-03680. Reference manufacturer report number: 3006705815-2019-03681. It was reported that the patient's entire scs system was explanted due to an infection. No additional information is known.